Manufacturer narrative:
This device is intended for treatment, not diagnosis. A revision surgery took place (B)(6) 2013. The plate and 3 screws were all retrieved and the revision open reduction internal fixation went smoothly. The final fixation was done with a 4.5mm locking compression proximal femoral plate. The patient is recovering well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was in 2012 (date unknown). It was reported a revision surgery is scheduled for the week of (B)(6) 2013, unknown if device(s) were removed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Synthes (B)(4) reports an event as follows: patient underwent right valgus hip osteotomy in 2012 (date unknown) was implanted with pediatric lcp hip plate and screw construct. Reportedly the patient had a non-union. It was reported the plate looks intact; however, two or three of the locking screws in the head of the plate appear to be broken. The patient is asymptomatic. A revision surgery was scheduled for the week of (B)(6) 2013. This is 4 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
The condition of the returned device indicates that it was subjected to forces in excess of that required for its intended use and contrary to the recommended method of use defined in the technique guide. The design of the plate and screw system was evaluated and is adequate for its intended use. Corrected data: incorrect catalog number provided on initial report.

Manufacturer narrative:
This device is for treatment, not diagnosis.